Event description:
The im3 bolt was inserted in 2004. The physician noticed cerebrospinal fluid leaking from around the bolt near the wing nut. The integra neurospecialist was contacted by the physician. The neurosurgeon confirmed with the physician, that the space between the wing nut and the compression cap should be approx 2mm. The surgeon advised once the gap between the wing nut and correction cap was corrected, cererospinal fluid leak resolved. As of the following day, the cerebrospinal fluid leak had not recurred and the licox system continues to function as desired.

Manufacturer narrative:
According to the directions for use the distance between the wings of the bolt and compression cap is small when tight, approx 2mm. In the precaution section of the directions for use, it is mentioned that the introducer must be sealed to avoid infection. A lot number was not provided, therefore, a review of the device history record could not be conducted. Additional training at user facility has been advised.